Event description:
A customer reported that the cartridge leaked insulin multiple times over a week, starting on (B)(6), 2025, with the leaks occurring at the cartridge pigtail. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer managed to change the cartridge and successfully resumed insulin therapy, and a return merchandise authorization was issued for the faulty cartridge.